Manufacturer narrative:
This report is filed on may 19, 2017.

Manufacturer narrative:
This report is submitted on november 25, 2016, by cochlear limited on behalf of (B)(4) registration number 3009092818. Exemption number e2016011. H3 other text: device not received by manufacturer.

Event description:
Per the clinic, the patient experienced migration of the device resulting in pain at the implant site. Subsequently, the device was explanted on (B)(6) 2016. There are no plans to re-implant the patient as of the date of this report.